Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, 510k # k082728 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fixation at c5, c6, t1 and t2, due to cervical spondylotic myelopathy. Intra-op, at the time of performing final tightening of the crosslink locking screws, the surgeon felt that something was wrong. Upon checking, surgeon noted that the hex part of the crosslink set screw had broken. The crosslink was explanted completely along with the set screws and locking screws. No fragment of the broken product remained inside the patient. Another crosslink was opened and was placed successfully. There was an overall delay of less than 60 minutes in the procedure time due to this event but no patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Witness marks and material deformation identified on the external hex, consistent with torsional overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.